Event description:
It was reported that there was electrode migration. There was bad topography of the paresthesia induced by the stimulation. No other pain was felt by the patient. Repositioning of the electrode was done on (B)(6) 2013. The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The issue/event was resolved. The patient was alive with no injury. No surgical intervention was planned or had occurred. The event was serious and it was unknown if it was related to the procedure and was not related to the device.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the date of the event was (B)(6) 2013 and the date of the intervention was (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2013, product type: lead. (B)(4).